Event description:
It was reported that the patient ¿underwent an l2-3, l3-4 decompressive laminectomies and foraminotomies and fusion with bone graft and instrumentation on (B)(6) 2011 at which time her fractured intrathecal catheter was replaced¿. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8703w, lot# l78719, implanted: (B)(6) 2000, product type: catheter. (B)(4).